Event description:
A 6f angio-seal evolution was used for a procedure. It was reported that the pt expired. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. No current training record was found for the physician. The angio-seal evolution IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) processing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.